Event description:
Boston scientific received information that at the first device check following implant, it was noted that the right ventricular (rv) lead exhibited loss of capture with high threshold measurements and undersensing the patient's low r-waves. The sensitivity on the device was successfully adjusted, which resolved the undersensing. The device was reprogrammed aair and the patient was initially sent home until a lead revision procedure could be scheduled. The device check showed that the patient has good av conduction and there was no evidence of asystole. During the lead revision procedure, the rv lead was found to be dislodged and fibrosed to the septum. The lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection revealed that the conductor coils were stretched at 48 to 77 mm and 476 to 515 mm from the terminal pin, the polyurethane insulation is cut at 51 mm from the terminal pin and the insulation is seperated from the proximal to the anode electrode.the lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was unable to confirm the field allegation.